Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the helix of the lead had an out of specification analysis result for extension/retraction due to over-retraction.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that at the implant procedure, the lead helix was unable to extend or retract once it was introduced into the sheath and placed in the right ventricle. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.